Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument would not fire, neither would it release the clip (the clip applier was pre-fired). There was no consequence to the pt.